Event description:
It was reported by service report that the safety bar torsion springs were damaged and the wheels were excessively worn. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.